Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intr-operative procedures.

Event description:
Tibial polyethylene would not snap into tray and lock securely. There was no adverse consequence for the patient or delay in surgery or anesthesia time.